Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. Antibiotic treatment was administered. A leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1258t86 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.